Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was shut down. Upon functional testing, the fse found that the system's uninterruptable power supply (ups) lost battery power, shutting the system down. The fse confirmed that the ups that supplies backup power to the system was the problem and needed batteries replacement. The fse bypassed the ups, which resolved the system shut down issue temporarily. Later, to resolve the reported issue, the fse performed preventive maintenance on the ups and replaced the batteries. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptable power supply lost battery power, shutting the system down. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.